Event description:
Complaint description - while the surgeon attempted to withdraw the laser probe back through the scope during fragmentation of kidneys stones, the laser probe sheared off and broke in the pt's kidney.